Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested however not received. Attempts have been made to obtain the device but have not been received to date. If further details are received at a later date a supplemental medwatch will be sent. Provide other pc# reported. Date of procedure? Product lot number? Are any photos of the patient reaction available? Aside from prescriptions, was any other medical or surgical interventions performed? Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: ID/gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/ agents for repair, crafts, cosmetic use (lashes, nails). Was prineo/ dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the current status of the patient?

Event description:
It was reported a patient underwent a total knee replacement procedure on an unknown date and topical skin adhesive was used. Post operatively on (B)(6) 2021 seeing redness around the adhesive. Treated with benadryl cream. Patient was then seen on saturday as the redness had spread and now blisters. Prescribed a medrol dose pack. Patient was seen again adhesive was removed and the patient remained on the medrol dose pack. Additional information has been requested.